Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), after 22,000 joules had been expended, there was diminished vaporization and the laser beam fired frontally. A second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported allegations of forward firing. Analysis of the returned fiber identified a distal circumferential fracture at the glass cap. Additionally, the glass cap exhibited mild devitrification at the output window and the metal cap presented mild debris adhesion on its surface. Although analysis identified fiber tip devitrification, please note that devitrification observed is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was tested with the helium-neon (hene) laser fixture; no signs of breakage were seen along the length of the fiber. The fiber was also tested using the forward firing test fixture and it was determined that the rate of forward firing is below the threshold for potential patient harm. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), after 22,000 joules had been expended, there was diminished vaporization and the laser beam fired frontally. A second fiber was used to complete the procedure. There were no patient complications.